Event description:
Boston scientific received information that after this pacemaker was implanted without issue. Before the right ventricular (rv) lead and right atrial (ra) lead were connected, testing on the pacing system analyzer (psa) revealed pacing impedance measurements at 260 ohms and 241 ohms, while the patient was still in the hospital following the procedure, the device exhibited undersensing. A revision was performed and it was noted that the setscrews on the device were unable to be disengaged normally. It was also found that pacing impedance measurements on the rv and ra leads were above 2500 ohms in unipolar mode but in normal range in bipolar mode. The physician decided to explant this device and replace it with a competitor¿s model. No additional adverse patient effects were reported. The explanted device will be returned for laboratory analysis. The rv and ra leads are successfully implanted with the new device and no other anomalies were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.